Event description:
This event was reported as valve explanted after less than one year due to mitral stenosis, regurgitation, congestive heart failure, left atrial thrombus, pulmonary edema and thickening of leaflets; no further info was provided.